Event description:
The hospital advised us that after tearing back the needle they noted that the needle broke and part of the needle remained in the body of the pt.

Manufacturer narrative:
Upon receipt of the complaint article, further investigation will be conducted to identify the cause.